Event description:
The patient presented to the doctor¿s office on(B)(6) 2015 and reported his shirt becoming wet in the back. There was a pinhole in the center of the patient's spinal incision that was leaking clear fluid that did not appear to be serous or pus. There was no foul smell and the patient had no fever. They suspected a csf (cerebrospinal fluid) leak. There was no fluid in the pump pocket site. The physician spoke to a neurosurgeon who suggested doing some external stitches and dermabond to the site. The patient admitted to not being compliant; he admitted to digging a drainage ditch with his son so they were suspecting some of that may be an issue as well. The device system was delivering hydromorphone. On 05/13/(B)(6) doctors were trying to decide how to best treat the patient. They were considering removing the entire system and letting the patient heal or removing the catheter only or removing the catheter/repairing dura and putting in a different catheter at a different level. The tentative date for surgery was (B)(6) 2015, but the neurosurgeon wanted to give it some more thought before proceeding. It was later reported that on (B)(6) 2015, the entire system was removed and replaced with an entirely new system. The physician felt that the midline wound that wasn't healing had radiation around it and that was why it was not healing up. The wound was so full of scar tissue that the physician felt that the wound just couldn't heal. The site was heavily debrided. The patient responded well. The incision was made 2 inches lateral to the midline. The patient was still an inpatient so the patient¿s outcome was not known, but the system was working. The pump dose was adjusted down by over 30%. The physician ¿felt that the event couldn¿t just have been a csf leak¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the company representative. On (B)(6) 2015 two external stitches and dermabond were done. An issue with the catheter was not explored at that time conservative measures were being tried first. It was noted that the patient had complained of a headache when upright and was better lying down.

Manufacturer narrative:
Device evaluation summary: the catheter was returned in 4 segments. Analysis of the catheter found a ¿user related hole¿ through the catheter body of segment 3 and the ¿anchor did not properly detach from ascenda tool ¿ still able to use¿; the anchor had folded over.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).